Manufacturer narrative:
(B)(4). Macroscopic examination of the instrument did not reveal any material crack, breakage, damage or excessive wear. A sample 6mm p restige st implant assembled onto implant holder without issue, securely retained on the holder, and easily removed. Testing was unable to replicate customer concern. After visual inspection and functional evaluation, the instrument functions as intended. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the inserter would not hold the implant during surgery. Although the instrument was used in surgery, no patient complications were reported.